Event description:
Pt has had underlying cardiomyopathy felt to be secondary to an episode of myocarditis. The pt had an implantation in 5/96 of a cardiodefibrillator with abnormal sensing of the defibrillator. It was felt that there was a malfunction, possibly due to some kinking or pressure on the wire, up near the clavical. Some time subsequent to implantation, the device started to show evidence of malfunciton with several shocks that on interrogation, were found not to be necessary, sensing what seemed to be electrical noise.